Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. The expiration date of the product is important for sterility, efficacy, and performance of the device. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure on (B)(6) 2020 was to treat a perforation of dye in the saphenous vein graft. A 4.00x19 mm graftmaster covered stent was implanted at 18 atmospheres; however, it was noted that the stent expired on 10/31/2019. There were no other device issues. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.